Manufacturer narrative:
G2: foreign country - japan h3, h6: multiple fdd/annex a codes were reported. A040103 was coded for tip was broken. A05 was coded for green button for attaching and detaching could not be pressed. The green tracker was returned for evaluation. Analysis found physical damage. The tip of one of the two side tabs had broken off. As a result, the inserted instrument was not held on that side. Otherwise, with markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip was broken. The tracker green button for attaching and detaching could not be pressed. The button part was broken. There was no patient involvement.